Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a low anterior ressection procedure, the staple line was not complete at the distal end of anastomosis. Procedure prolonged and completed with manual suture. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). The customer has not discarded the product; the product is available.

Manufacturer narrative:
(B)(4). Batch # n54g5n the analysis results showed that the cs40b device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.